Manufacturer narrative:
The customer provided an additional vial of 2 test strips for investigation. The returned test strips were measured on reference meters with a high level control sample: testing results (qc range: 2.6 - 3.2 inr): qc 1: 3.0 inr (customer strip), qc 2: 2.9 inr (customer strip), qc 3: 2.9 inr (retained strip). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient. The customer returned one vial of test strips for investigation. The returned test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample. Qc results: measurement 1: 3.0 inr. Measurement 2: 3.0 inr. Measurement 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. On (B)(6) 2020, the customer¿s meter result at 6:30 was 2.3 inr. The customer¿s laboratory result at 7:30 was 3.7 inr. On (B)(6) 2020, the customer¿s meter result at 6:30 was 2.7 inr. The customer¿s laboratory result at 7:30 was 4.4 inr. Due to the differences in results, the customer was provided falithrome for one day and took half a tablet less for 2 days. The customer¿s therapeutic range is 2.5- 3.5 inr.